Event description:
On (B)(6) 2012, the patient was implanted with two distractors. On (B)(6) 2013, the surgeon performed a removal of two distractors because they were ready to come out and noticed they were not distracting to the bone. The distractors were relapsing at 30 percent and not functioning. At the time of the removal of the distractors, two of the foot plates broke. The procedure was prolonged by an unspecified amount of time, taking longer than the normal procedure time. This is 6 of 8 reports for this event, (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product development engineer advised on (B)(4) 2013 that additional part needed to be added to the complaint. A manufacturing evaluation was conducted and the report indicates the distractor was received as two pieces, a small rectangular piece and larger piece with 6 holes in the plate. The small piece is broken on both ends. The small piece is attached to the 04.315.067 distractor assembly. The small part laser marking visible is 315.30 for the part number and 56142 for the lot number. The 6-hole piece has signs of wear indicative of use. It is bent and broken at the boss area of the meshplate. There laser marking visible on the 6-hole piece is the logo and 04 of the part number and 69. The manufacturing evaluation for the distractor showed that dimensions l1 plate width, l3 - distance between holes, d2 - plate hole diameter and material met specification. The l2, d1, d3, t1, g1 and f1 dimensions are unobtainable due to the damage to the part or the assembled condition of the footplate. A review of the device history record (DHR) revealed that there was an ncr. This ncr was for a documentation error by the vendor on the first article inspection. This error was a miscommunicated dimension (diameter 2.42-2.46) to the vendor which was measured at synthes and passed. This nonconformance would not have contributed to the complaint condition. The DHR review of the raw material showed that there were no issues during the manufacture that would contribute to the complaint condition.